Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that the customer's blood glucose was 420 mg/dl which resulted in diabetic ketoacidosis. Cause of event was due to a kinked non-tandem cannula. Customer did not provide further information at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. Type of infusion set was not provided.